Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the white inactive pad on the shears had melted. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 04/06/2009. Info anticipated, but unavailable at this time.